Event description:
The beckman coulter chemistry analyzer failed to function properly as a result of play between the shaft and rotor head. The vendor is responsible for all major maintenance and repairs on the instrument. As a result of the malfunctioning parts (critical) results were reported on the patient in the ed. The patient was treated on these results. Same reporter as mw5044162 & mw5044163.